Event description:
No additional information available.

Manufacturer narrative:
1. The customer returned 1 used sample: 1)the return sample shows that the septum has moved. 2)check the distribution of uv adhesive in the catheter hub of the returned sample under the purple lamp. No abnormality is found in the amount and distribution of uv adhesive. 2. DHR/bhr review(lot#5093665): 1)the products of this batch were assembled at intima ii auto line 3 in april 2025 and packaged at cfs package line in april 2025. Work order quantity was (B)(4) pcs. 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3)the leakage test results of 160pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4)no unqualified, deviation or rework activities in the production process. 5)the septum assembly equipment without abnormal maintenance. 3. The retained sample of this batch is taken for 45psi leakage test. The tests is passed, and no leakage is found at the septum and other parts of the sample. 4. Cause analysis: 1)the septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual detection system conducts 100% detection, which will automatically identify and remove defective products.the visual detection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the detection. 2)based on the sample analysis results, the leakage occurred due to displacement of the isolating plug. The displacement of the isolating plug may be caused by various factors:the outer diameter of the isolating plug, the inner diameter of the catheter seat, insufficient adhesive applied to the isolating plug, contamination of the isolating plug with lubricant (a solvent containing medical-grade silicone oil), and variations in the raw material of the isolating plug-all of which can affect the sealing performance of the product. 3)based on the returned sample analysis results and the information provided by the customer, it has been confirmed that the outer diameter of the isolating plug, the inner diameter of the catheter seat, and the adhesive applied to the isolating plug are all within normal parameters. The issue may have occurred during the syringe lubrication process, where the isolating plug was contaminated with a small amount of residual lubricant(a solvent containing medical-grade silicone oil).this contamination could have compromised the bonding between the isolating plug and the catheter seat, resulting in the product¿s inability to maintain a sealed condition under sustained high-pressure, which ultimately led to leakage. 5. The plant has immediately implemented corresponding corrective actions to address the potential causes of this defect: 1)clean the air-blowing grooves and optimize the position of the isolating plug during needle lubrication. 2)optimize the size of the lubrication groove to prevent the isolating plug from coming into direct contact with the lubricant, ensuring proper bonding between the isolating plug and the catheter seat to improve the product¿s sealing quality. The effectiveness of these improvement measures is currently being monitored. Conclusion(s): no abnormalities are found in the process and retained sample. Based on the analysis of the returned samples and the information provided by the customer, it is suspected that the isolating plug was contaminated with a small amount of residual lubricant, which compromised the product¿s sealing performance and resulted in its inability to maintain integrity under high-pressure conditions. This phenomenon is considered a low-probability event. The plant has conducted a comprehensive evaluation of the relevant production processes that could lead to this defect and has implemented corrective measures. Continuous monitoring of the defect complaint trend will be carried out.

Event description:
On the afternoon of (B)(6) 2025, the patient underwent an abdominal contrast-enhanced CT scan. During high-pressure injection of contrast medium via the micro-infusion pump, leakage was detected at the upper segment of the white isolation cap on the indwelling needle. The needle was immediately removed and replaced. Following reinsertion, the contrast medium was successfully administered via slow injection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.